Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had chest pain in left lateral decubitus position. The patient presented to healthcare facility for evaluation. The right ventricular (rv) lead exhibited increased threshold. Diagnostic testing/troubleshoot was performed. Rv lead perforation was observed. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.